Manufacturer narrative:
N/a.

Event description:
The following has been reported: confirmed service needed alert. Send to depot for repair. Received at depot, confirmed pump problem error, pneumatic fail at startup, awp\ pneumatic system from fk, logs reviewed at (B)(6) indicate a pneumatic issue: mechanical hardware failure (air compressor), replaced full pneumatics system, pump placed in bring up mode and sent to the test line, pass all stations of the test line front housing" final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 16:00 and 05/01/2026, passed heratherm pulled @ 04:00 05/02/2026, 24 hour dwell - complete, lvp burn-in test" pass, accuracy test - pass, electrical safety test - pass, provision pump to (B)(6), return to service, provisioned pump, software update complete. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.' A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.